Event description:
Pt called in spontaneously and said that the other day one of her cadd ms3 pumps turned off and she did not hear the beep. She is not sure how long it was off and she noticed it was off when she started to vomit. She turned it back on and it was fine. She is not sure which pump it was now and she said both pumps are due for maintenance in november and she would like both replaced. (B)(4) and (B)(4). Sending new pumps to arrive tomorrow and she will send new ones back. She feels ok now. Dose or amount: 66.3ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.